Event description:
It was reported that the patient was shocked while the patient was washing a motorhome that was plugged in. The same oversensing occurred while the patient was mowing the lawn. Remote transmission showed oversensing that was consistent with electromagnetic interference. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.